Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had shoulder pain that moves down the arm with pacing and higher than normal ventricular capture thresholds were also noted. The device remains in use. No patient complications have been reported as a result of this event.